Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was further described as poor hand washing. The patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with intraperitoneal ceftazidime (2g per day), intraperitoneal cefazolin (2g per day; duration not reported), and oral bactrim (one tablet every 12 hours; dose and duration not reported) for peritonitis. That same day, the patient was retrained on aseptic technique. Therapy remained ongoing. Four days after the event, the ceftazidime was discontinued. Bactrim and cefazolin remained ongoing. At the time of this report, the patient is recovering. No additional information is available.